Manufacturer narrative:
Philips remote service engineer performed trouble shooting with biomed and confirmed the device was not producing any audible sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective loudspeaker assembly. The reported problem was confirmed. The customer was provided a replacement loudspeaker assembly to resolve the issue.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.